Manufacturer narrative:
The lot number that was reported is an invalid lot number. Multiple attempts were made to clarify the lot number and no additional information was received. As a result, a manufacturing record evaluation (mre) review cannot be performed. If additional information is received, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Device evaluation summary: during evaluation of the sample some creases were observed on the anterior and posterior view. Leak testing revealed a tear within the crease was noted in the posterior aspect measuring approximately less than 0.1 cm. In addition a tear at the vulcanization dot was noted. Microscopic examination of the edges of the rent gave no indications of instrument damage. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflated or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor asr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption# e1999017.

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast implantation procedure with a saline mentor smooth round moderate profile 475cc breast implant and experienced deflation on the right side post-operatively. As a result, the patient underwent removal on (B)(6) 2019. This report contains supplemental information for mentor asr reference number (B)(4).